Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room experiencing phrenic nerve stimulation. Upon interrogation of the device, no capture was noted on the left ventricular lead. An x-ray confirmed the lead had dislodged and migrated back into the distal coronary sinus. The lead was turned off on 12/18/2018. The patient presented for lead revision procedure on (B)(6) 2018. The lead was repositioned. Normal position and function was noted on (B)(6) 2018. The patient was stable.